Event description:
It was reported that pt had presented surgeon with patella clicking. While surgeon was investigating the pt's patella, the surgeon decided to do a poly swap on the pt's left primary knee as patella clicking was secondary to the sizing of insert.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.